Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a low pre-implant monitoring battery voltage. A guidant technical services (ts) consultant recommended letting the device warm up at room temperature over night and rechecking the battery voltage. If the device was not within 0.1 volts of the labeling battery voltage, it was recommended to return the device to guidant for analysis.